Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: the history files were read out and analyzed. No device alarms occurred during the last therapies. The sample was subjected to a visual and functional examination. The device was showed soiled and it could detected that all cover caps of the hinge plates and operating unit were remove. The technician seal wasn´t available. A long term test was performed. No malfunction occured during the test. The pump was disassembled for an inside investigation. The locking mechanism of the ribbon cable of the lc-display was not completely closed. This can cause a black display during infusion. Furthermore the solder joints of the p2-connector were pre-damaged. The complaint is not justified. The claimed malfunction "stopped unexpectedly while infusion" didn't occur during test and wasn´t detected in the history log files.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): underinfusion